Manufacturer narrative:
(B)(4). Inherent risk of procedure (arterial dissection), patient's condition affected effectiveness of device (mildly tortuous iliac arteries), caused by another drug/device (perclose device caused the dissection, renal failure due heparin-induced thrombocytopenia), device failure/lack of effectiveness related to patient condition (mildly tortuous iliac arteries), another device caused failure (perclose device caused the dissection, renal failure due heparin-induced thrombocytopenia).

Event description:
Additional information was received as follows: a CT scan with contrast was performed three months ago and showed the aneurysm was 54mm in diameter and there was a stent graft occlusion. The occlusion is located in the right iliac limb of the stent graft. The patient had a failed thrombectomy and then a fem-fem bypass to restore blood flow to limb and is recovering. The right renal infarction was due to hits.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm fusiform abdominal aortic aneurysm approximately one month ago. The aortic neck angle was 41 degrees. It was 25 mm in diameter and 22 mm in length. Distally it was 21 mm in diameter. The right iliac artery was 12 mm in diameter and the left iliac artery was 14 mm in diameter. The femoral arteries were 7 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. A pre-implant adjunctive procedure was performed to coil the ima. The endurant bifurcated stent graft was implanted on the left side and the contralateral limb on the right side. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limb/extensions were placed proximally to the internal iliac arteries. A perclose closure technique was attempted on the access site of the main device; however, the perclose device caused an arterial wall tear, which required an open cut down to repair. Eleven days later the patient was admitted to the hospital with back pain and it was determined that there was a right renal infraction due to heparin-induced thrombocytopenia (hit). Hit was confirmed with lab testing and treated with medication. The patient status is continuing. A thrombectomy was attempted five days later unsuccessful, so a fem-fem bypass was performed instead. The investigator assessed this event to be related to the study procedure and not the study device.